Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during the intraocular lens (iol) implant procedure when the lens was unfolding in the eye, it was noted there was a large scratch on the optic portion of the lens. The lens was cut and removed from the eye. A new lens was placed in the eye. Additional information has been received and stated that in the surgeon¿s opinion the cause of the event was inexperience of the operating room technician.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. The lens was returned in the lens case. Viscoelastic was observed on the lens. The lens had been cut into two pieces across the center, typical of a removal. The lens was cleaned with klrp for further evaluation. One haptic portion was scratched/cracked on the edge of the anterior surface. This damage was angled to the travel path and would indicate a plunger override occurred. Complaint and product history records were reviewed and documentation indicated the product met release criteria. A qualified cartridge and viscoelastic were indicated. The handpiece information was not provided. It is unknown if qualified handpiece was used. The reported damage was observed. The damage would indicate a plunger override occurred. The reporting facility provided the information that the damage occurred due to an inexperienced technician. It is unknown if a qualified handpiece was used. The instruction for use (IFU) instructs: company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately ½ turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The manufacturer internal reference number is: (B)(4).